Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy; due to chronic pelvic pain, menorrhagia, dysmenorrhea, dyspareunia and stress urinary incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh explant on (B)(6) 2014 by (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, frequency, urinary retention and vaginal discharge.

Manufacturer narrative:
Additional patient codes: (B)(4)- bowel problems, malodorous urine additional information. Additional narrative: it was reported that following insertion the patient experienced bowel problems and malodorous urine.